Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci si prostatectomy procedure on (B)(6) 2010. The legal document alleges that as a direct and proximate result of the da vinci surgical system, instrument or accessory, or its improper and / or unlawful use, the patient suffered impotence and incontinence. According to the information provided in the legal complaint, reportedly, the patient underwent reconstructive surgery to control his continence; however, the surgery was unsuccessful. Reportedly, the patient has suffered constant pain. The patient also underwent an artificial penile implant to control his impotence. Reportedly, the procedure failed. No other information regarding the patient was provided.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. This complaint is being reported due to the following conclusion: the patient reportedly experienced post-surgical complications following a da vinci si prostatectomy procedure.